Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used during a stenting procedure in the bile duct a pt. During the procedure, resistance was felt as the guide catheter was retracted, and the stent was unable to be deployed. The procedure was completed with another flexima biliary stent system with no reported pt complications. The pt was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; stent bent.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. All of the components were fully assembled together and the stent was loaded onto the delivery sys upon receipt. The guide and the push catheter were found to be damaged, the stent was also found bent along its working length. The suture hole on the push catheter was slightly torn, a suture impression was found at the distal end of the guide catheter. The guide catheter was also found buckled by the hub of its proximal end. The condition of the returned unit was consistent with the complaint incident. Based on similar complaints with the same issues and analysis of the damages observed on this device, the most probable root cause for this complaint is operational context. Due to anatomical/procedural factors encountered during the procedure performance was limited. (B)(4).